Event description:
It was reported that the patient expired three days after undergoing a da-vinci assisted cholecystectomy surgical procedure. On (B)(6) 2020, intuitive surgical, inc. (Isi) followed-up with the initial reporter and obtained the following additional information: there was no malfunction of an isi system, instrument, or accessory. All devices were inspected prior to use and no damage was identified. Additionally, there were no intraoperative complications. The procedure was successfully completed with the da vinci surgical system. Approximately ten hours following procedure completion, the patient experienced acute heart failure and was transported to the intensive care department on the same evening. The patient remained in the intensive care unit until (B)(6) 2020 when the anesthesia doctors and the patient¿s family decided to halt treatment leading to the patient¿s death. It was reported that the anesthesia team at the site found some indicators that the patient had takotsubo before the procedure but did not opt to halt the procedure. The anesthesia team reported that the cause of death was takotsubo cardiomyopathy. It was noted that computed tomography (CT) scans were taken of the patient at approximately 48 hours and 72 hours following procedure completion and everything was reported to look normal; there was no damage to the colon, no leaks, and no fluid in the stomach.

Manufacturer narrative:
A review of the system and instrument logs has been performed for each of the three procedures performed with the system on the reported date of the procedure. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. Additionally, each endoscope and instrument installed in each of the procedures was used in subsequent procedures. No image or video clip for the reported event was submitted for review. An isi medical safety officer reviewed the case information and provided the following: based upon the information provided in the description of events, the patient expired 3 days after a da vinci-assisted cholecystectomy due to acute heart failure. Imaging studies performed after the procedure failed to demonstrate any evidence of an intra-abdominal complication that would cause or contribute to the patient¿s acute heart failure. The CT scan was reported as ¿normal¿ with no reported injury to the colon or stomach. There were no reported malfunctions or complications during the procedure. There is no allegation that the death was caused or contributed by the da vinci system, instrumentation, and accessories. Both the attending surgeon of record and the anesthesia team indicated that patient¿s cause of acute heart failure and death were due to a pre-existing medical condition. Based upon the information, it is very unlikely that the da vinci system, instrumentation, and accessories caused or contributed to the patient¿s death. Based on the current information provided, the cause of the reported acute heart failure and subsequent patient expiration is suspected to be the patient¿s pre-existing condition, takotsubo cardiomyopathy. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: approximately ten hours following a da vinci-assisted cholecystectomy surgical procedure, the patient experienced acute heart failure requiring admittance to intensive care where she subsequently expired following a decision to terminate life sustaining care. While the site attributed the patient¿s acute heart failure to the patient¿s pre-existing condition, takotsubo cardiomyopathy, it is unknown if the reported patient complication and subsequent expiration are related either directly or indirectly to the da vinci-assisted procedure. Blank MDR fields: the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.